Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced intermittent high blood glucose (bg) levels and the cause was not known. The customer declined to provide further information regarding the events.